Manufacturer narrative:
The hill-rom technician found the side rail arm weldment was broken. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left foot side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left foot side rail was not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).